Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the proximal section of the guide catheter was broken but the broken section was not returned for analysis. The push catheter was also bent in several locations. The stent that was returned was loaded on the delivery system, it was held by the suture which indicates that the stent failed to deploy during procedure. Based on the product analysis. It most likely due to anatomical/procedural factors encountered during the procedure, performance was limited. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks or bends in catheter. With the device bound by kinks/bends in catheter, the device would become difficult to retract the guide catheter and consequently the stent could be difficult to deploy. Continued effort to deploy the stent or excessive force retracting the guide catheter to release the stent likely caused breaking the guide catheter at proximal section which can result in failure to deploy the stent during the procedure. Therefore the most probable root cause is "operational context". A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography procedure performed in the common bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, the physician attempted to deploy the stent, however, the guide catheter could not be withdrawn. As a result, the stent could not be deployed. The case was successfully completed using another flexima stent of the same kind. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter was broken, therefore this event has been deemed an MDR reportable event.